Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or lock a test p-cap into the reservoir compartment due to damaged retainer ring. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 05/02/2024 23:46:32.000 a no delivery alarm was recorded. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). The following were noted during visual inspection: partially broken retainer, battery tube threads cracked, cracked case on battery tube, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Damaged retainer ring was not confirmed, however, other cosmetic damage was noted such as cracked case on battery tube. No delivery alarm was not unknown to due to inability to run dry system test however no delivery alarm was noted in pump download history near event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported blood glucose value of 14.5 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed for bumped/dropped/cosmetic damage, insulin flow blocked alarm, high bgs/under delivery. No further patient complications were reported. Mmt-1881l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.